Manufacturer narrative:
Batch review performed on 30 september 2024. Lot 1900195: (B)(4) items manufactured and released on 18-jul-2019. Expiration date: 2024-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had hip instability and the cause was unknown. At about 5 years and 1 month post primary upon opening the patient, it was observed that the cup was loose and the cause of the loose cup is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.